Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg). The patient's parent applied a steroid ointment they had at home. The site was noted to be very painful with purulent discharge. An abscess had formed and ruptured. The patient was taken to the health clinic and was prescribed mupirocin and aflumycin ointments for treatment. According to the parent, the patient is sensitive to adhesives, and the pod placement area had not been disinfected prior to application, only washed in the shower.